Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) "broke" and was repositioned. It was also reported that the lead then punctured the inside of the heart and the lung. It was also reported that the ra lead did not sense when the patient was in atrial fibrillation. The ra was repositioned and remains in use. No further patient complications have been reported as a result of this event.